Event description:
Allegedly, intraoperative bone fracture of the femur occurred during stem insertion. (B)(4).

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.